Event description:
It was reported that (1) mcl20 was used during an unk procedure. It was reported by the rep that the next clip did not feed. Opened another device to complete the case. There was no consequence to pt.